Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The a review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information obtained, since it was confirmed that the cable was pinched, it was presumed that the reported event occurred due to internal disconnection of the cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, the customer stated that the monitor was connected to a boom arm and thinks that the issue may be caused by a cable being pinched. Customer did not want to troubleshoot at the time of the call due to the issue was not occurring. In a follow up communication, the customer was advised that the model oev-261h is discontinued. Customer stated that the site biomedical personnel at the facility will troubleshoot the boom arm. The customer was then informed to contact tac for any assistance. Second follow up communication, the customer stated that the facility will be replacing the boom arm and will be ordering a new olympus monitor. To date, no other issues reported, the subject device has not returned for evaluation. Following investigations, this report will be supplemented accordingly.

Event description:
During an unknown procedure the image on the monitor is fuzzy and cuts in and out. The image problem is intermittently occurring, however the intended procedure was completed without any further issues. There was no patient impact, harm or user injury reported due to the event.